Manufacturer narrative:
Trackwise ID # 222511. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and blood were observed. Charred tissue is present on the jaw. The silicone insulation was observed to be intact. The heater wire was observed to be slightly flexed, but remained attached at the tip of the hot jaw and at the base as well. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was not confirmed for "peeled jaw" but for the analyzed failure ¿material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro tip broke off and nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro tip broke off and nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.